Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performance and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was a large scab at the header of the device and there was swelling at the device site. The scab was excised and the skin was found intact under the scab, but an old hematoma was noted which questioned a possible infection. The device and lead were explanted. The pocket was excised and closed with a drain in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.